Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient noted the pump remaining insulin calculation after replacing the cartridge was not correct, it was less than what it should be. There was no moisture or leaking seen in the cartridge compartment. The patient did not suffer any injury due to the pump issue.

Manufacturer narrative:
Follow-up # 1 07/06/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated there were 106 units remaining after cartridge change on (B)(4) 2012. There was no activity outside normal patient use observed in the black box or download history. During investigation, the remaining insulin was correctly calculated. The pump was primed until 20 units remained and the pump appropriately emitted a low cartridge warning. Visual inspection of the cartridge confirmed that 20 units remained. There was no defect found on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.